Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report:1627487-2015-26179 and 1627487-2015-26180 follow up information identified the patient underwent surgical intervention where the scs system was explanted. The date of explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report:1627487-2015-26179 and 1627487-2015-26180. It was reported the patient is not receiving effective stimulation. Lead diagnostics revealed multiple high impedances. The patient requests her percutaneous system be removed. Surgical intervention may be pending to address this issue.